Event description:
It was reported a lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.